Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. A portion of the sealant was covering the balloon proximal bond. The advancer tube was engaged to the proximal tamp lock. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided info and the investigation performed, the probable root cause for reported failure to deploy could not be conclusively determined.

Event description:
The following info was reported: failure to deploy, the pt was not hospitalized/ hemostasis was achieved by manual compression for 25 minutes.